Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l tkr on (B)(6) 2024. Revised on (B)(6) 2025 due to infection. Australia c25-042. Non revised mpo products: product ID: efsrn6pl product: evolution®mp fem cs/cr non-por lot#: 1965357 qty: 1, product ID: etpkn6sl product: evolution®mp tib keeled nonpor lot#: 1976299 qty: 1, product ID: kpontp35 product: advance® onlay all-poly lot#: 1941401 qty: 1.

Manufacturer narrative:
The alleged complaint could not be confirmed. This 74-year-old male patient was revised approximately 2 months after the primary operation due to alleged infection. Mpo did not receive any operative notes or other clinical information to confirm the presence of infection. Review of the device history record (DHR) for this lot indicates that this part met all established acceptance criteria throughout manufacturing processes including all aspects related to cleaning and sterility. Furthermore, there are no other reported complaints of infection for this lot, nor were any trends identified for manufacturing lots of the same sterilization batch, sbne11923. Infection is a known possible adverse effect of any surgical procedure and is captured within mpo risk management and relevant knee systems package insert. Conclusions regarding the source of infection or other possible contributing factors cannot be made for this case. Mpo did not identified any trends for these products at the time of this complaint. Mpo will continue to monitor for trends through complaint tracking.